Manufacturer narrative:
The t:slim x2 user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer was asleep when the alarm occurred. The customer successfully cleared the alarm and was able to resume insulin delivery. Per recommendation of the customer's health care provider, the customer requested to turn off the auto-off setting. Tandem technical support educated the customer on how to turn off the auto-off setting. The customer's blood glucose level was 300 mg/dl and was addressed with a correction bolus via the pump.